Event description:
Reporter alleged discrepant back to back blood glucose results of 81, 407, 278 and 80mg/dl when all tests were performed within 1 min a part on the advantage system. Reporter stated he was experiencing hypoglycemic symptoms during the time of the testing. Reporter indicated taking normal diabetes medications, and eating as normal, however, no other actions were reported or treatment received. A request was made for the return of the suspect product and replacement product was sent.